Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient discontinued treatment during drain 0. A review of the patient¿s treatment records from the previous night identified that the patient drained 4521 ml during drain 2 of the treatment. This drain volume is 245% the patient's prescribed fill volume of 1850 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. Upon follow up the pdrn stated that the patient did not report the iipv event to the clinic. However it was confirmed that the patient did not experience adverse events, injuries, or require medical intervention as a result of the reported treatment. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test passed. System air leak test passed. Patient sensors calibration check passed. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal issues or problems related to the reported symptom code(s). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient discontinued treatment during drain 0. A review of the patient¿s treatment records from the previous night identified that the patient drained 4521 ml during drain 2 of the treatment. This drain volume is 245% the patient's prescribed fill volume of 1850 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. Upon follow up the pdrn stated that the patient did not report the iipv event to the clinic. However it was confirmed that the patient did not experience adverse events, injuries, or require medical intervention as a result of the reported treatment. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient discontinued treatment during drain 0. A review of the patient¿s treatment records from the previous night identified that the patient drained 4521 ml during drain 2 of the treatment. This drain volume is 245% the patient's prescribed fill volume of 1850 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. Upon follow up the pdrn stated that the patient did not report the iipv event to the clinic. However it was confirmed that the patient did not experience adverse events, injuries, or require medical intervention as a result of the reported treatment. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (health effect- clinical and medical device problem codes) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.